Manufacturer narrative:
(B)(4). Concomitant medical products: 00875704801, shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners, 64447766. 00875200832, liner elevated rim 32 mm i.d. Size gg for use with 48 mm o.d. Size gg shell, 64467074. 00877503201, bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14, 3006332. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 3 weeks post implantation due to a periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Reported event was unable to be confirmed. Medical records were provided for the initial procedure. The patient underwent an initial left tha on (B)(6) 2020 due to oa; no intraoperative complications were noted. Medical records for the revision procedure were not provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.